Event description:
A talent stent graft was implanted in the endovascular treatment of a 9.9cm infra renal aaa. The patient subsequently developed a type ib endoleak from the left common iliac artery aneurysmal segment, 2 years after the evar, requiring a left iliac extension cuff placement. This occurred uneventfully. Fifteen years after his initial evar, the patient developed a type ib endoleak from the right iliac limb, requiring extension into the right iliac limb using an endurant ii stent graft extension. This was done to good effect with a seal achieved and both internal iliac arteries spared, with sac size shrinking to 6.0 cm. The patient remained on regular surveillance with contrast enhanced ultrasound scans (ceus) and was found to have a small type ii endoleak 18 years post initial evar which was monitored, with stable sac size of 6.0 to 6.2 cm. However, on the 20th year of follow-up, the patient was found to have a new brisk endoleak thought to be of type iii from the proximal end of the stent graft, attributed to modular disjunction of the left limb component on ceus. This was characterized with a CT aortogram which demonstrated interval increase of the sac of up to 7.1 cm from the brisk endoleak. Intervention was performed and intraoperatively, an aortography demonstrated a type iiib endoleak from the main body fabric tear just above the flow divider, 3 cm from the bifurcation. As the type iii endoleak was a different subtype then previously thought, this procedure was aborted as it was decided to treat the iiib endoleak, a custom made device would be required. At another date, intervention was performed. Percutaneous access was achieved via 8 fr sheaths, a non mdt custom made device with a 50 mm main body and inverted limb to fit into the previous talent main body graft was introduced via the right groin. This was done until the contralateral gate was out, and the contralateral gate was cannulated from the left groin with a contralateral limb. The initial talent graft was noted to have slipped with time, giving more distance from the lowest renal artery to the graft bifurcation. The stent graft was molded with a non mdt balloon. An angiogram was performed which showed no further endoleak. The patient remained well 6 months post repair with no symptoms and stable sac size.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; treatment of a delayed type iiib endoleak 20 years post evar with inverted contralateral limb custom-made device: a case report linn yl, tay kh, ng nzp, lee sq, tang ty, chong tt journal of endovascular therapy. 2023;30(2):307-311. Doi:10.1177/15266028221079762. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.